Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured during preparation. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach, and the deployer is mynx certified. The suitability of the femoral artery was verified on angiography with an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was moderate vessel tortuosity, and the stick location is unknown. Hemostasis was achieved using another mynx device. The device was stored and prepped according to IFU instructions. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured during preparation. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach, and the deployer is mynx certified. The suitability of the femoral artery was verified on angiography with an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was moderate vessel tortuosity, and the stick location is unknown. Hemostasis was achieved using another mynx device. The device was stored and prepped according to IFU instructions. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned inside of clear plastic bag for investigation. After the unpacking the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. The syringe was returned not connected to the luer hub. The procedure sheath was not returned for analysis. The stopcock is set on the open position. The sealant remained in the manufacturing position fully covered by the sleeves. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Inflation/deflation test was performed by injecting water into the returned device according to the instructions for use (IFU). A leaking condition was observed on the balloon. The balloon was inspected using a vision system to obtain a magnified image. The leakage due to a pin hole was confirmed. The failure reported by customer as ¿balloon~balloon loss of pressure¿ was confirmed. The ballon did not inflate as expected due to an observed leakage caused by a pin hole. This condition does not allow maintenance of the inflation pressure. Exact cause of the observed conditions could not be conclusively determined during the analysis. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics, such as the vessel tortuosity reported, and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.